Event description:
A patient called to report she had breast implants last year and experienced the following adverse events: whole body inflammation, brain fog, memory issues, hair loss, and a lab was done, and her iron level was high. She had the implants taken out a few days ago and she said the brain fog is gone, the inflammation is gone, and she generally feels better. She said at the time of the explants the consistency and the texture of the implants have changed from the original condition. The implants look like a cloudy haze, and has a white ¿strick¿ on them.